Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. UDI: (B)(4).

Event description:
The loosening was due to infection. No the surgery wasn¿t time extended.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient operated two years ago presented loosening in the prostheses caused by infection. Implants were removed. Nothing was implanted, patient was medicated with antibiotic IV for 6 weeks. Procedure: total knee revision. Surgeon operated on this patient apparently had the tibia and the femur loosened. During surgery the bacteria cultures were taken for necessary laboratory analysis and it was determined that the cause for the prostheses to be loose was due to infection. The doctor removed all the implants and did not re-implant anything to treat the patient with antibiotics and then take them to the ward to implant again. Implantation date: (B)(6) 2017. Dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.